Event description:
It was reported that during a vertical banded gastroplasty procedure, the staples would not release. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/20/2009. Information anticipated, but unavailable at this time.